Event description:
The pt received her scs system on (B)(6) 2009 including two paddle leads (from the same lot) for off-label use. It was reported the pt was not receiving adequate coverage. An impedance check revealed one of the leads had invalid contacts. The sjm rep tried to resolve the issue with reprogramming, but was unsuccessful. Surgical intervention will take place on a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.